Event description:
Healthcare professional reported right side rupture, "discomfort" and double capsule. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device visual evaluation: visual analysis of the photographs identified: red particle material on the shell and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported unknown side rupture diagnosed by ultrasound, unknown if device has been explanted.